Manufacturer narrative:
Addition g5.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that a contralateral leg endoprosthesis was deployed in the left common iliac artery and touch-up ballooning was performed by a gore® molding & occlusion balloon catheter. Then, it was observed a dissection at the distal edge of the contralateral leg endoprosthesis. The stent (epic) was implanted in the left common iliac artery to the left external iliac artery. The blood flow of the left internal iliac artery was decreased due to the stent implantation, but the physician didn't capture it as an issue. It was reported that the diameter of the left common iliac artery at the site of the implantation of the distal end of the contralateral leg endoprosthesis was 11 mm. The root cause of the dissection was reportedly unknown.